Event description:
It was reported, the pt lost therapeutic effect and experienced facial numbness after leaning over some amplification speakers (containing magnets). No changes in programming were found. The pt was seen by a health care professional (hcp) for reprogramming two weeks later. The hcp suspected the pt may have experienced a small stroke which might have caused the symptoms. The hcp will perform additional test. Additional info has been requested, a follow-up report will be submitted when/if additional info becomes available.

Manufacturer narrative:
.